Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump requested that the customer load a minimum of 50 units onto the pump during the load process with multiple cartridges. Reportedly, the customer loaded 150 units of insulin onto the pump. In addition, it was reported that the customer had elevated blood glucose levels (289 mg/dl). Customer stated that they are nearing the end of their supply use. Customer delivered a bolus to stabilize blood glucose levels. Reportedly, customer was able to successfully load a cartridge onto the pump.